Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (seriousness criterion of required intervention was added). This case was cross referenced with (B)(4) this unsolicited case from united states was received on 15-nov-2017 from a pharmacist. This case concerns (B)(6) years old female patient who received treatment with synvisc one and the same day, after few hours, the patient knee pain/pain/pain was still worse than before injection, knee swelling/ significant swelling, knee was aspirated, can't walk/ could hardly walk/gait disturbance, and after unknown latency, aspirated fluid culture drew a gram-negative and knee redness. No past drug, concomitant medication or concurrent condition was provided. Patient did not allergy to avian. It was unknown if any received immunosuppressants prior to injection. The patient had medical history of acquired hypothyroidism, essential hypertension, hypercholesterolemia, coronary artery disease, foot pain, low back pain and type 2 diabetes. The patient had allergy to atorvastatin calcium (lipitor), pravastatin sodium (pravachol) and zeta (all caused myalgias). The patient's concomitant medications included magnesium chloride anhydrous (slow-mag) for magnessium replacement, spironolactone for blood pressure, methyldopa for hypertension, levothyroxine sodium (synthroid) for thyroid replacement, allopurinol for gout, spironolactone for blood pressure, glibenclamide (glyburide) for diabetes, ergocalciferol (meloxicam) and gabapentin for pain, acetylsalicylic acid (aspirin) for heart health, vitamin d (as supplement) and atorvastatin for cholesterol. On (B)(6)-2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number: 7rsl021; expiry date: 31-may-2020) for osteoarthritis in the left knee. The same day few hours after starting treatment (shortly after injection), the patient had significant swelling, pain, could not walk (gait disturbance) and had small effusion. On an unknown date in (B)(6) 2017, the patient had redness. At 2 weeks post infusion, the pain was still worse than before injection and had small effusion. Blood work was not completed. On (B)(6)-2017, the fluid was aspirated and fluid culture drew a gram negative and the patient was given beta-methadone injection. It was reported that the patient was not hospitalized. Corrective treatment: betamethasone injections for knee pain/pain/pain was still worse than before injection, knee swelling/significant swelling and knee was aspirated; not reported for all the events outcome: not recovered for knee pain/pain/pain was still worse than before injection, knee swelling/significant swelling, knee was aspirated; unknown for rest of the events a pharmaceutical technical complaint (ptc) was initiated with ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for knee pain, knee swelling, knee was aspirated, device malfunction additional information was received on 22-nov-2017 and 14-dec-2017 (processed together with clock start date of 22-nov-2017). Related cases were added. Global ptc number was added. Additional events of device malfunction, aspirated fluid culture drew a gram-negative, knee was aspirated and knee redness were added with details. Event verbatim was updated from pain to knee pain; swelling to knee swelling; can't walk/could hardly walk to can't walk/could hardly walk/gait disturbance. Corrective treatment was updated. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Follow up was received on 15-dec-2017. No new information was received. Additional information was received on 16-dec-2017 from the pharmacist. The patient's medical history, allergic history, past drug and concomitant medication was added. The site of injection was added. The event term was updated from "knee pain" to "knee pain/pain/pain was still worse than before injection and from "knee swelling" to "knee swelling/significant swelling". The outcome of the events of knee pain/pain/pain was still worse than before injection, knee swelling/significant swelling, knee was aspirated and can't walk/could hardly walk/gait disturbance was updated from unknown to not recovered. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 14-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had knee pain, knee swelling, knee redness; knee was aspirated and had difficulty in walking. The events are temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on additional information received on 22-nov- 2017, this case initially considered as non-serious was upgraded to serious (seriousness criterion of required intervention was added). (B)(4). This unsolicited case from united states was received on 15-nov-2017 from a pharmacist. This case concerns (B)(6) female patient who received treatment with synvisc one and later few years after starting treatment can't walk/could hardly walk/ gait disturbance, had knee pain and knee swelling; after unknown latency the patient had knee redness and knee was aspirated, aspirated fluid culture drew a gram-negative, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. Patient did not allergy to avian. It was unknown if any received immunosuppressants prior to injection. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once at a dose of 6 ml (batch/lot number: 7rsl021; expiry date: 31-may-2020) for osteoarthritis in the single knee. On an unknown date in (B)(6) 2017, few hours after starting treatment the patient had pain, swelling and could not walk. It was reported that patient had redness, swelling, gait disturbance, was aspirated and fluid cultured (latency: unknown). Blood work was not completed. The patient that had fluid aspirated was given beta-methadone injection. The aspirated fluid culture drew a gram-negative (latency: unknown). It was reported that the patient was not hospitalized. Corrective treatment: betamethasone injections for knee pain, knee swelling and knee was aspirated; not reported for all the events. Outcome: unknown for all the events. (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for knee pain, knee swelling, knee was aspirated, device malfunction additional information was received on 22-nov-2017 and 14-dec-2017 (processed together with clock start date of 22-nov-2017). Related cases were added. Global ptc number was added. Additional events of device malfunction, aspirated fluid culture drew a gram-negative, knee was aspirated and knee redness were added with details. Event verbatim was updated from pain to knee pain; swelling to knee swelling; can't walk/could hardly walk to can't walk/could hardly walk/gait disturbance. Corrective treatment was updated. Seriousness criterion was added. Clinical course updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 14-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later had knee pain, knee swelling, knee redness; knee was aspirated and had difficulty in walking. The events are temporally related with the device. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.